Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 460 mg/dl and 116 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Boston scientific crm received information that this implantable pacemaker was being replaced after it displayed the elective replacement indicator (eri). Prior to the procedure, the device was programmed to ensure capture with the left ventricular lead as this patient is pacemaker dependent. However, it was noted that during the procedure this device switched to the safety mode of vvi 60 unipolar. Because of this switch, the physician was obligated to place a temporary pacing lead to complete the replacement. In addition, the device could not be interrogated after this occurred. No adverse patient effects were reported. The device was successfully replaced and later returned for laboratory analysis to determine the root cause for this observation.